Event description:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 58 cm distal to the is-1 connector pin. Only the distal fragment was received for analysis. The proximal fragment including the yoke was not received for analysis. The visual inspection showed the ligature marks approximately 52 cm proximal to the lead tip. Furthermore, abrasion marks along the lead body were observed. In particular, approximately 23 cm proximal to the lead tip the inspection revealed a rubbed through insulation. In this region the coating of the conductor cable to the ring electrode was damaged. These findings can be considered the root cause of the reported noise. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, deformations of the shock coil were found which resulted most likely from the extraction procedure. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.